Manufacturer narrative:
Analysis of the device and leads are in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was retuned and analyzed and found to have normal depletion, the device meets expected longevity. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all conductors were distorted, the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was apparent explant damage, the lead was stretched and visual analysis only was performed. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all conductors were distorted, the distal conductor was cut, the outer insulation was breached cut, there was apparent explant damage and visual analysis only was performed. (B)(4) the distal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had a cosmetic depression, there was apparent explant damage and visual analysis only was performed. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was retuned and analyzed and found to have normal depletion, the device meets expected longevity. Analysis of the leads are in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A cardiac resynchronization therapy defibrillator (crt-d) and three leads were returned from a facility were funeral service and cremation preparation are completed. Information identified in the manufacture's data base indicated the patient died approximately eleven months post the implant of the crt-d. Cause of death has been requested and not received.